Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator replacement for normal eri, declined r-wave amplitude was observed. The lead was capped and replaced. The patient condition is stable.